Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled device change out procedure. The right ventricular lead exhibited unacceptable capture thresholds in bipolar configuration. During capture testing, the lead exhibited loss of capture and intermittent capture at different programming measurements. The lead also exhibited high impedance measurements in bipolar configuration. No lead anomalies were noted under fluoroscopy. The physician elected to cap and replace the lead during the procedure. The patient was in stable condition post surgery.